Manufacturer narrative:
(B)(4). During baxter's evaluation, the false upstream occlusion alarm was confirmed and was not reproduced. Evaluation determined that the symptom was caused by low ultrasonic readings which make the pump more sensitive to upstream occlusions. The ultrasonic sensor was replaced to correct this condition.

Event description:
During baxter's functional testing of a spectrum pump, the device displayed an "upstream occlusion!" Alarm when no occlusion was present. There was no patient involvement.